Event description:
Philips received a complaint on a mx40 1.4 ghz smart hopping device indicating that the speaker wire connector broke off from one of the boards within the main component. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The device was returned to the philips authorized repair facility for evaluation. Upon receipt of the device, it was visually inspected. Results of visual inspection identified the device had been tampered with and the bezel was counterfeit. The product malfunction was unable to be confirmed because there was evidence the device had been opened and modified/repaired outside of a philips factory/repair bench, so the device was returned to the customer unrepaired. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.